Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red itchy open skin. The patient reported the irritation felt like a burning sensation and appeared to be rubbed raw. The patient advised she had sensitive skin. The patient reported the irritation was in the middle of the therapy pads. The patient used a gauze pad under the therapy pad and the doctor advised against doing so as it would obstruct the area for treatment. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.